Event description:
The report states that during patient use, "it was found that there was a suspected damage in the middle of the catheter. Therefore, the implantation of this balloon was stopped and another catheter was replaced". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab catheter damaged was confirmed based upon the sample received. The customer returned a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample (inp-3, inp-4) for investigation. The sample was returned in a cardboard box and was loosely packed (inp-1, inp-5). Upon return, the peel away sheath was noted on the returned iabc (inp-9). The one-way valve was tethered and connected to the short driveline tubing (inp-7). The bladder was fully unwrapped (inp-8). A total of 5 abnormalities were noted on the bladder surface; 4 abnormalities were noted around the circumference of the bladder from 13cm to 13.3cm from the distal tip and another abnormality was noted on the bladder surface from 11.5cm to 12cm from the distal tip (inp-11 to inp-14). The abnormalities noted are consistent with the reported event. The cause of these abnormalities is unable to be determined. A kink to the iabc central lumen was noted at approximately 27cm from the iabc distal tip (inp-10). Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The customer photo submitted was reviewed; the photo showed a defect to iab catheter bladder, which was consistent with the reported complaint. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0069in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 26.9cm from the distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen; no blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 58cm from the distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the abnormalities noted on the bladder. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The report states that during patient use, "it was found that there was a suspected damage in the middle of the catheter. Therefore, the implantation of this balloon was stopped and another catheter was replaced". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".